Manufacturer narrative:
(B)(6) the lot was manufactured july 13, 2016 ¿ july 18, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection identified evidence of a leak at the fill port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked solution from the fill port during filling with 45 ml of fluorouracil. Another syringe was filled with 28 ml of solution but leaking occurred again. There was no patient involvement. No additional information is available.